Event description:
A malfunction was reported on the pump, but no notable events occurred prior to it. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump and provided pump reset information. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact technical support again if the issue reoccurred. The caller understood and acknowledged the instructions.